Event description:
The customer reported the ECG was not working properly. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.